Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx4608 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when inserting the micro-introducer in the process of catheter placement, the operator found a split with the tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged sheath was confirmed and appears to be manufacturing related. One 4.5 fr microez microintroducer was returned for evaluation. No apparent usage residues was noted on the device. Microscopic inspection of the sheath tip revealed a single longitudinal split extending from the distal end. The split edges appeared to be even and sharp. The sheath split was also observed to have thin strands of material fibers attached along the split location. Based on the lack of usage residues and characteristics of the damage present, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that when inserting the micro-introducer in the process of catheter placement, the operator found a split with the tip.